Manufacturer narrative:
Results : visual inspection of the returned product found one haptic bent. There was evidence of clear surgical residue. Conclusion: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated, the surgeon inserted a cq2015a collamer three piece lens but the lens tore. The lens was removed with no pt injury, no enlarged incision or sutures. This is one of two lenses used on this pt - see MFR report # 2023826-2007-00889. A third lens was implanted.